Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they think they could have missed alarms due to a network coverage issue. The device was in use monitoring patients. The reported incident involved a patient death.

Manufacturer narrative:
A philips response center engineer (rce) spoke to the customer nurse. The nurse was having issues pulling patient data from the system. A philips clinical specialist (cs) assisted the nurse with the alarm log. The nurse indicated that between 0949-1230, the patient went to ultrasound/MRI at various times. Within the alarm log, the cs noted the equipment was online and offline, then "ECG leads off", followed by red alarms for v-tach at approximately 12:30pm. The red alarms were seen to have been silenced. There was no malfunction of the device; the alarms were seen to have occurred and were silenced by the user. The cs explained what the log entries mean, and provided information on the event times within the log. We will consider that the customer resolved the issue and that the device remains in use at the customer site, as no subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.